Manufacturer narrative:
H6 - preliminary device analysis reveals a motor stall. Final device analysis results will be sent in follow-up report when completed. H6 - 11/30/1998 device analysis revealed a motor coil anomaly which resulted in an open motor coil and device failure. Motor permeated with drug. Drug used - morphine tartrate.

Event description:
Pt presented with what appeared to be an increased sensitivity to opiods. Pt was receiving 30 mgs/day of 80 mg/ml morphine tartrate. The pump was stopped and emptied for 2 days, then restarted with 30 mg/ml morphine sulfate at a rate of 10 mg/day. Over the next few weeks the pt's dose was increased several times as she was not receiving sufficient pain relief. At the next refill, the physician aspirated 18 ml from the pump instead of the expected 3 ml. The side port of the pump was accessed to check catheter patency. A dye study was also performed to verify catheter patency which was clear. Rotor movement under x-ray showed no movement of the pump rotor. The device was returned to the MFR for analysis.